Manufacturer narrative:
The system was examined and the reported event was confirmed. The printed circuit board and supply cable were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 6, 2005. Based on qa assessment, the product met specifications at the time of release. Although the reported event was confirmed as the system was unable to be rebooted, the root cause of the reported event cannot be determined conclusively as multiple parts were replaced. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that between two surgical procedures the system suddenly shut down. An attempt to reset the system by unplugging the battery failed. There was no patient involvement. Additional information has been requested but not received.